Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the ICU, the user was unable to pass the guide wire through the introducer needle. When the needle was removed, it was identified that the guide wire was caught on the needle. As a result, a new kit was opened and placed without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.